Manufacturer narrative:
Investigation: visual inspection no significant deformations of damage of the valves were detected during the visual inspection. Permeability test a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures, although only with difficulty. Braking force the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability of the valves. The progav2.0 was shown to be permeable and the shunt assistant was shown to be non-permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was adjustable to all settings, although with more difficulty than usual. The brake functionality was present and the brake force met specifications. Finally, we have dismantled the valve. Inside both the valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the shunt assistant valve, likely due to the deposits observed in the valve. We were unable to substantiate the claim of non-adjustability of the progav 2.0, however, due to the difficulty of adjustment it is likely that the observed deposits inside the could have compromised the functionality of the valve in the past. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm:118. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "3y 1m po valve is blocked not adjustable". Additional patient information has been requested. When additional information is received a follow up report will be submitted. All medwatch submissions related are: 3004721439-2019-00076.